Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged safety clamp. This malfunction was identified during service; therefore there was no patient involvement. Additional information is not available.

Manufacturer narrative:
(B)(4). (B)(6). The flogard infusion pump was serviced on-site. A visual inspection and power on self-test were performed. During the visual inspection it was identified that the safety clamp was damaged. The safety clamp was replaced. The device was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.